Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the procedure the pt developed a gastric delayed perforation post operatively. Re-operation was required to over sew a double layer closure of the gastric defect.